Event description:
Customer reported that he was hospitalized due to high blood glucose. Customer stated that the blood glucose reading at the time of hospitalization was over 700 mg/dl. Customer stated that he was having some trouble with his insulin pump it was not delivering the correct amount of insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 2032227-2014-00235.